Manufacturer narrative:
(B)(4). Method: CT images. Results: amputation. Lack of information (cause is unknown). Conclusions: lack of information (cause is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that ten days from the index procedure the patient came in with a complaint of no pulse on the dorsal artery of the foot. (Dorsalis pedis artery). Amputation of the right lower limb was performed eight days later. The patient will continue to be monitored and is doing fine. No additional information is available. A review of several returned still angio images showed the morphology as very narrow; the aaa was difficult to visualize and may have contained significant thrombus. No scale was on the images so measurements could not be made. Two angio images with the stent graft placed could not determine any stent graft occlusion or run-off issues; however the amount of contrast within the right limb appeared to be slightly less than the left limb.